Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not charged the ipg for a couple of months. Additionally, the patient lost weight which in-turn resulted in discomfort at the ipg site. Subsequently, surgical intervention was undertaken to explant and replace the inoperable ipg with a different model. The discomfort issue resolved following the procedure.